Manufacturer narrative:
The device history records were reviewed with no non-conformities identified. The device was not returned for evaluation - investigation inconclusive. Requests are being made for additional information and a supplemental report will be provided if this information is received.

Event description:
The surgeon has reported loosening of the femoral component of a custom total knee replacement implant. The device was originally implanted in 2002.